Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; all keypad buttons. This complaint is being reported because the has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/29/2016 with the following findings: on investigation, all keypad buttons were under-responsive. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons. Investigation duplicated the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.